Manufacturer narrative:
Clarification was received on the event on (B)(6) 2020. After cleaning the char, the physician confirmed the irrigation was well but felt it might not typical (lower than expected). The physician decided to continue using it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Initial reporter phone #: (B)(6). Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
The adverse event of "cerebrovascular accident" was already reported under the thermocool® smart touch® sf bi-directional navigation catheter (manufacturer report number: 2029046-2019-03691). Additional information was received on october 1, 2019 stating that the additional "unknown brand catheter" used in the procedure was a ¿thermocool® smart touch¿ electrophysiology catheter¿. Therefore, the assessment has been made to also report the ¿cerebrovascular accident¿ adverse event under the thermocool® smart touch¿ electrophysiology catheter. The awareness date for this report is october 1, 2019 which is the date clarification was received providing the thermocool® smart touch¿ electrophysiology catheter. Initially, it was reported a patient underwent pulmonary vein isolation (pvi) thermocool® smart touch® sf bi-directional navigation catheter and suffered thrombosis and cerebrovascular accident. During the ablation phase of the procedure the impedance value was abnormally high. The thermocool® smart touch® sf bi-directional navigation catheter was inspected and char formation was noted on the tip. The char was removed. Flush was conducted. The catheter was reinserted; however, the formation of the char reoccurred. The issue was resolved by replacing the catheter. No patient consequence was initially reported. Irrigation flow rate was 8-15ml/min for power settings of 30-31 watts, respectively. Ablation index values used were 450-400 on the anterior and posterior walls, respectively. The high impedance issue was assessed as not reportable as the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The char issue was assessed as not reportable. Char is a physical phenomenon of radio frequency and can be the normal result of an ablation process. The presence of char on the electrodes does not represent a serious injury in itself nor is necessarily the result of device malfunction. Additional information was received on september 6, 2019 stating that after the procedure, the patient was diagnosed with thrombosis and a mild cerebral infarction. The current state of the patient and the physician's opinion regarding the causality of the event are unknown. There is no information about the hospitalization and if any additional intervention was performed. The reported thrombosis and cerebrovascular accident are considered serious and MDR-reportable. Therefore, the awareness date for the reportable adverse events are september 6, 2019 under the thermocool® smart touch® sf bi-directional navigation catheter. On october 1, 2019 additional information was provided stating that the additional "unknown brand catheter" used in the procedure was a ¿thermocool® smart touch¿ electrophysiology catheter¿. On october 3, 2019 additional information was provided on the event. No error messages were displayed. After the char was removed and flush was attempted to the thermocool® smart touch® sf bi-directional navigation catheter, according to the physician, the irrigation flow was lower than expected. The physician was planning to perform thrombolytic therapy without clot extraction. The patient¿s condition is improved. According to the physician, the relationship with ablation procedure is unknown. The smartablate generator was set to power control mode.